Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. During interrogation diagnostics could not be obtained. No adverse consequences to the patient.